Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening assessed as fold flaw opening and observed partial delamination on the diapherm flange disk assessed as adhesive failure. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ brown particles observed on the surface of the shell.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.